Manufacturer narrative:
(B)(4). Per the user facility, there was a 30 second delay in the ccm to respond between inputting the patients height and weight. The field service representative (fsr) was unable to duplicate the problem. He replaced the monitor with a loaner. The unit operates to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation. This complaint is related to (B)(4) / medwatch #1828100-2018-00049.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) was slow to respond. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the monitor would freeze and the cursor would not respond to touch for approximately two minutes. There was residue observed on the random access memory (ram) module. The ram module edge connector was cleaned and the operation of the central control monitor (ccm) was restored. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
This event occurred in (B)(6) 2017.